Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach. No harm was caused to patient. A repeat procedure was not performed. No intervention was necessary. There was nothing unusual about patient or procedure. An endoscopy had been performed prior to bravo procedure and the esophagus appeared to be normal. The site has been performing procedures for about 1 and half years. No lubricant was used on capsule.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was received for evaluation while the capsule was not received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reported. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.